Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
Clinical narrative update: after clinical review, it was determined that there is no reportable complaint of hemolysis as it was resolved with standard troubleshooting. Previous clinical narrative: a 41-year-old female with acute myocardial infarction and cardiogenic shock (pre-support scai stage e) underwent impella cp implantation via right femoral percutaneous arterial access on (B)(6) 2026 at 03:29. During impella support, hemolysis was observed, evidenced by red/tinged urine. Imaging with echocardiography confirmed pump position, and the physician repositioned the device to the mid-cavity of the left ventricle. Good pump position was confirmed via imaging at the time of hemolysis, and there was no reported contact with the mitral apparatus or anatomic abnormalities. The impella cp successfully weaned on (B)(6) 2026 per and the patient survived to explant. Hemolysis onset occurred during support and resolution status following repositioning or explant remains unknown. A data download is required, and device performance remains under evaluation. Based on available information, hemolysis occurred during impella cp support despite imaging-confirmed positioning and required repositioning; however, causality to device performance versus patient-related factors cannot be definitively determined at this time.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 41-year-old female with acute myocardial infarction and cardiogenic shock (pre-support scai stage e) underwent impella cp implantation via right femoral percutaneous arterial access on (B)(6) 2026 at 03:29. During impella support, hemolysis was observed, evidenced by red/tinged urine. Imaging with echocardiography confirmed pump position, and the physician repositioned the device to the mid-cavity of the left ventricle. Good pump position was confirmed via imaging at the time of hemolysis, and there was no reported contact with the mitral apparatus or anatomic abnormalities. The impella cp successfully weaned on (B)(6) 2026 per and the patient survived to explant. Hemolysis onset occurred during support and resolution status following repositioning or explant remains unknown. A data download is required, and device performance remains under evaluation. Based on available information, hemolysis occurred during impella cp support despite imaging-confirmed positioning and required repositioning; however, causality to device performance versus patient-related factors cannot be definitively determined at this time.